Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an lower extremity angiogram procedure. Reportedly, after the clip was fired, the device did not achieve hemostasis. Manual arterial compression was applied for 45 minutes to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The use of a 7f sheath before deploying the starclose se instead of the labeled 5f-6f sheath. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded, which may have assisted in the investigation. The observed failure to achieve hemostasis after clip deployment can be influenced by, but is not limited to the manufacturing of the device, the operator deployment technique, and/or patient anatomical conditions. The clip is formed within the manufacturing process, it is inspected for acceptability, and the lot of the clip is destructively tested for lot acceptance. Additionally, there are in-process inspections to ensure the proper orientation and loading onto the device under magnification. The lot met acceptance specifications, which also verified the quality of the lot build. There does not appear to be a manufacturing influence to the reported experience. The starclose se instructions for use (IFU) provides the most optimal procedure to ensure the successful delivery of the clip. The procedure states the operator should be trained in the use of the device, as device positioning and manipulation can influence the successful clip delivery. The training status of the operator in the use of the starclose se device is unknown, thus the operator deployment technique influence could not be determined. There is no confirmation that the deployment technique of the operator influenced the reported lack of hemostasis. Reportedly, the sheath used for the procedure was 7f size. However, the IFU states that the device is to be used in procedures utilizing a 5f or 6f sized procedural sheath. A larger access site due to the use of a 7f sheath may have prevented sufficient tissue capture during clip deployment to achieve hemostasis. This is an indication that patient anatomical conditions influenced the reported experience. Based on the investigation, the device was used outside of indications, which most likely lead to insufficient tissue capture and the observations of the reported experience; therefore, the cause of the reported experience is patient anatomical influence. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.